Event description:
It was reported that upon review of recorded episodes, it was noted that no charge time had been recorded since implant. Further review revealed multiple software resets occurred. It was suspected that each time a reset occurred, the capacitor maintenance interval would restart. The device never entered into back-up vvi mode. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.